Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose level ranged between 157-197 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was xx mg/dl. Customer continued to use the pump for insulin therapy. Or it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was xx mg/dl. Customer reverted to an alternate method of insulin therapy.